Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in to biometric identifier (bio ID). A technical support specialist (tss) reviewed station status in the remote support service (rss) and found that station was showing a critical status because they had not been rebooted for more than one hundred days. The tss requested the user that machine be rebooted during non operational hours, as this action could help resolve the issue. The tss then verified that device was successfully rebooted. The customer also confirmed that bio-ID sign-in performance had improved following the reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple users were experienced difficulties with biometric scanning. System logs indicated numerous unsuccessful attempts to authenticate using their biometric identifier. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple users were experienced difficulties with biometric scanning. System logs indicated numerous unsuccessful attempts to authenticate using their biometric identifier. However, there were no delays or adverse events or injuries reported based on this event.